Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the pump ran out of medication on (B)(6) 2016. The patient went to the emergency room (ER) twice due to withdrawal on (B)(6) 2016. The patient saw his pump managing healthcare provider (hcp) on (B)(6) 2016 who refilled the pump and said someone had messed up because the pump was empty and out of medication. The patient noted he was informed they only put the medication in from the prior pump and didn't refill it up which is what created the issue. The patient noted he wasn't given a printout and wanted to know why he wasn't informed. The patient noted he didn't hear any beeping from the current pump; he just woke up with bad dreams and withdrawal on (B)(6) 2016. The patient wasn't sure if his pump alarm date was (B)(6) 2016 because he didn't have a printout and was never told for sure. The patient inquired on the size of the pump versus his first pump because it seemed bigger. The patient noted he hadn't had any body mass changes. The patient noticed a hernia popped out of his body on (B)(6) 2016 and thought it may have been from him thrashing around from the withdrawal. The patient noted he had a refill and that resolved the issue of his withdrawal and pump being empty. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.